Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector had a connection issue with a baxter solution set. The reporter stated that when the ¿slightest movement¿ or ¿minimal force¿ was applied, the luer lock disconnected from the set. This occurred during infusion, and led to a leak of solution on the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.